Event description:
Event description cpi received information that both these myocardial tachy leads (0030's) were removed from service and capped, because the patient was receiving shocks due to noise. One of the leads had a fracture. It was not indicated which one, so we are reporting both leads.